Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had to reprogram the date and time upon new battery insertion, the insulin pump¿s screen is difficult to see. It was also reported that sometimes the rewind would stop, rewind slower and grind and the buttons are hard to press. Blood glucose value is unknown. The customer was called back to obtain further details but could not be reached. The device will not be returned for analysis.